Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt being treated for a left angle fracture of the mandible was implanted with a 4-hole plate on the oblique line and 4 screws. During insertion of one of the imf screws, the head of the screw sheared off. The head of the screw was retrieved but the shaft was left in the pt. Surgeon had achieved good reduction and good fixation.